Manufacturer narrative:
The system archives were returned for analysis. When they were loaded on a technical service navigation system there were no abnormalities found.

Manufacturer narrative:
Patient weight not made available from the site. 09/03/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 5mm inaccuracy in the sphenoid sinus, showing above (anterior). Tracer registration was used to register the patient. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.